Event description:
25 gauge vascular access needle found occluded when removed from kit and was unusable. Another device was obtained and procedure was performed. Manufacturer response for arterial catheterization needle, arrowg+ blue one lumen cvc kit (per site reporter). Teleflex/arrow rep reportedly advised that company has already changed its needle supplier.